Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and impedance spikes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.